Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer stated she had been experiencing high blood glucose levels for three days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test and the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.